Event description:
It was reported that during a spinal deformity procedure, the tip of the left bender broke off while the surgeon was coronally bending the rod. The broken fragment was retrieved. Surgeon completed the procedure with no further problems. The patient was unharmed.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Product development evaluation reports, the sample was received with the tip of the bender broken off. The break is on the tip farthest from the handle and is where the slot transitions to the radius that fits around the rod when in use. No other damage is evident was located. This issue was previously evaluated and deemed valid. According to the following is the design evaluation, failure mode and location of failure were duplicated on a brand new bender from inventory in cadaver lab and benchtop settings when bending matrix 5.5 mm warm-worked co-cr rods. Material analysis performed on the returned part indicated that the process of welding material around the perimeter of the rod slot is creating an as-cast condition in the welded material and increased carbide formation in the surrounding substrate, making the materials more brittle and less tough than they would be in their typical wrought forms. Given the successful duplication of the failure and the results of the material analysis, this complaint is considered valid from a manufacturing perspective. An internal corrective action has been opened to address this issue. A review of the device history record did not show conditions that could have contributed to the reported event.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Original awareness date is (B)(4) 2012.

Event description:
This is report 1 of 1 for complaint (B)(4).